Manufacturer narrative:
Same event: MDR#: 3004721439-2021-00106. Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is not operating within the acceptable tolerance in either position. Results: first, we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, and opening pressure of the valve. The opening pressure of the valve was out of tolerance, but all other specifications were met. An accelerated outflow was detected. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows an increased flow of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a paedisa (#fv288t) was implanted during a procedure performed in 2011 . According to the complainant, the valve was believed to be operating in underdrianage. The ventricle were narrowed. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height:142 cm, weight: (B)(6). Gender: female. Same event: medwatch 3004721439-2021-00106.